Manufacturer narrative:
22-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Brush heads are now no longer staying securely attached and come off - oral-b [device breakage]. Case narrative: consumer via social media stated that the oral-b toothbrush heads no longer stayed securely attached and came off of the oral-b toothbrush on a regular basis mid-brushing. No injury was reported. 21-mar-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3766. The concomitant product lot was 2 ab9354145. No injury was reported. 19-apr-2023 case update: the suspect product lot was n2221. No injury was reported. 03-may-2023 case update from information initially received on 19-apr-2023: the suspect product was oral-b power oral care refills cross action antibac. No injury was reported.

Event description:
Brush heads are now no longer staying securely attached and come off - oral-b [device breakage]. Case narrative: consumer via social media stated that the oral-b toothbrush heads no longer stayed securely attached and came off of the oral-b toothbrush on a regular basis mid-brushing. No injury was reported. 21-mar-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3766. The concomitant product lot was 2 ab9354145. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.